Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their active venting spray catheter began to leak after it was connected to the trufreeze console and the cryo foot pedal was activated. The procedure was completed successfully following a short delay using a pulmonary catheter. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the catheter near the proximal end of the device was broken, however it could not be determined if the catheter broke during a procedure or during the return shipment to steris for evaluation. A cause of the reported event could not be determined. The active venting spray IFU states, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." A steris account manager conducted in-service training with user facility personnel on the proper use and operation of the active venting spray. A 1-year complaint review confirmed this to be an isolated event. No additional issues have been reported.